Event description:
I have been rx'd freestyle libre blood glucose monitors for over a year. My experience has been that they are defective in some way about a third of the time. Many different problems: get stuck in applicator, don't stick, error codes, just stop communicating with the app, stop working long before they should at 14 days. Each time, I submit a support request to abbott for replacement and they send it. Every time they request a return of the defective one, I send it in the packaging they provide as directed. It has also been my experience that the replacement sensors directly from abbott have a higher failure/defective rate than those from a pharmacy. Last night the sensor I had on inexplicably stopped working. First phone app said it had lost contact with the sensor then went to a screen telling me to put on a new sensor. After making yet another request for a replacement from abbott, this morning I received an email from them saying I would no longer get this or any replacements because I had "exceeded abbott's product replacement guidelines." My insurance limits the number of sensors they will cover. If the sensors should each last 14 days, then insurance coverage for about 2-3 sensors per month is reasonable on their part. But if a third of the sensors go bad and don't work for 14 days, that is a problem. At that point I would have to buy the "replacement" sensors abbott won't send as an out-of-pocket extra expense from my pharmacy instead. My insurance should not be responsible for paying out for abbott's defective products. I should not have to pay out of pocket for their defective products. Why is abbott not responsible for the quality of their products. I am on month 17 of stage 4 pancreatic cancer with metastasis to several other areas of my body including my liver. This cancer very much effects my blood glucose levels. It would be impossible to manually test enough with finger stick style monitors all day to avoid dangerous low readings that are now frequent for me due to the cancer. I need this type of monitoring and freestyle is the most accurate and inexpensive on the market. But they also make a product with a significant defective rate that is not the fault of the user. They should fix the product or continue to take responsibility for and back up their defective products.